Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder instability procedure, the arthropierce straight brid forceps broke. It is unknown how the procedure was completed; however, no surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It was confirmed the device did not break, but only had a deformation problem. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a shoulder instability procedure, the arthropierce straight had a deformation problem, but there was no breakage. The procedure was completed with no surgical delay using a backup device. No further complications were reported.